Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refu0764 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "grease reported on the gray 3cg fin and scissors when sterile kit was open."

Event description:
It was reported by the customer "grease reported on the gray 3cg fin and scissors when sterile kit was open."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a substance on a kit component is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc, one 3cg stylet, and one pair of scissors were returned for evaluation. An initial visual observation showed a dark, blackish brown substance on the scissors and a small amount on the tether of the stylet and the slide clamp of the extension leg of the t-lock. This substance was observed primarily on the scissors, particularly on the blades and around the hinge of the scissors. This substance was found to be somewhat tacky, and some of the substance was observed to flake off of the scissors when handled. A clear liquid was observed within the extension leg tubing of the t-lock. The movement of the scissor blades and arms was observed to be restricted and felt somewhat tacky, likely due to the amount of the substance on the returned scissors. The state of the returned samples made it difficult to determine when and where the kit components came into contact with the unknown substance. Possible causes include contamination prior to or after opening the kit. H3 other text: evaluation findings are in section h.11.